Manufacturer narrative:
Manufacturer narrative: updated sections b7, d4 expiration date and UDI, h4, h6 type of investigation and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and /or regurgitation. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna ease pericardial bioprosthesis model 3300tfx is indicated for patients who require replacement of their native or prosthetic aortic valve." The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. In addition, other patient risk factors such as the patients younger age at implant likely contributed to this event. This patient was(B)(6) at initial time of implant. Per the instructions for use, "the safety and effectiveness of the magna ease bioprosthesis model 3300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 19 mm 3300tfx aortic valve implanted in pulmonary position for 5 years and 7 months underwent redo valve replacement due to severe regurgitation and right sided heart failure. A 23 mm 11500a aortic valve was implanted as part of the rv-pa conduit in replacement. Patient was transferred to cardiac acute care unit on pod# 6. Patient was discharged stable on pod#10. Per idc: patient post-operative status in recovery and previous prosthesis removed due to deficiency in the original device.